Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2026. On (B)(6)2026 at approximately 4:00 am, the patient awoke from sleep experiencing a rapid heartbeat. The symptoms resolved within approximately one hour, and the patient's heart rate returned to normal at around 5:00 am. At approximately 5:20 am, the cgm generated a "low" glucose alarm. In response, the patient's parent administered juice. No fingerstick blood glucose (fsbg) measurement was obtained at that time to confirm the cgm reading. At approximately 10:30 am on (B)(6)2026, the patient was evaluated by a physician. An fsbg measurement obtained in the physician's office was 327 mg/dl, while the cgm displayed 84 mg/dl. Due to the patient's reported fever and difficulty breathing, the physician recommended further evaluation in the emergency department (ed). The patient arrived at the ed at approximately 11:30 am. An fsbg measurement performed by nursing staff was 300 mg/dl, while the cgm displayed 90 mg/dl. The patient received an insulin bolus, after which the blood glucose level decreased to 240 mg/dl. At that time, the cgm displayed 120 mg/dl. The patient subsequently received an additional insulin bolus and intravenous (IV) fluids. The patient remained in the ed for observation and treatment throughout the day and was discharged home at approximately 8:30 pm on (B)(6)2026. At the time of the report, the patient was fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.